Manufacturer narrative:
The returned device was evaluated. During evaluation, the unit was not able to power on using ac power. The ac power entry module fuse was verified to have an open circuit. The fuse was replaced and the unit functioned as designed.

Event description:
Customer reported "we have 2 x radical docking stations where the power supply has failed. The displays on the radical 7's went blank during use and would not turn on. This is a known issue." Customer indicated there were no error messages displayed. The screen just went blank. The issue occurred while monitoring patients. No consequences or impact to patient.